Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02910. It was reported that both of the patient's lead showed high impedance following an ipg replacement (reference reg report: 1627487-2021-14782) on (B)(6) 2021. In turn, surgical intervention may take place at later date to address the issue.